Event description:
Reportable based on device analysis on (B)(4) 2012. It was reported that during a percutaneous coronary intervention, no cross occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Predilation was performed with an unspecified balloon catheter. A 3.00 x 16mm promus element stent was then selected and advanced to treat the target lesion; however, it was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination of the device found that the stent had moved distally on the balloon. The stent was also slightly damaged throughout. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).